Event description:
Subsequent to the initial medwatch report, the following additional information was received. Manual arterial compression was applied to achieve hemostasis. A 5fr sheath was used in the right common femoral artery. The physician is reportedly trained in the use of the starclose se device.

Event description:
(B)(4) was received stating: during cerebral angiogram the starclose device failed to deploy. Although patient was not harmed, patient had to stay in recovery for longer period of time.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to deploy was confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to deploy incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.